Event description:
A malfunction was reported on the pump, and there were no notable events prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).